Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error, rewind, basic occlusion, occlusion, prime or prime or compromised force sensor system and excessive no delivery test due to blank display. Motor passed motor test.

Event description:
The customer reported via phone that the insulin pump had motor error alarm as well as blank display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.